Event description:
It was reported that stent inadvertent deployment occurred. An 8 x 60 x 130 innova stent was selected for lower extremity angiogram. During the procedure, the physician encountered difficulty tracking the device over the wire. Subsequently, when the physician attempted to reposition the stent, it was inadvertently deployed in in the physician's hand. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and underwent inspection. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent is partially deployed 8mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The pull rack and thumbwheel lock are still in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that stent inadvertent deployment occurred. An 8 x 60 x 130 innova stent was selected for lower extremity angiogram. During the procedure, the physician encountered difficulty tracking the device over the wire. Subsequently, when the physician attempted to reposition the stent, it was inadvertently deployed in in the physician's hand. The procedure was completed with another of the same device. No patient complications were reported.